Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084909.

Event description:
It was reported that the patient was not getting an adequate pain relief due to one of the patients leads had migrated. The patient underwent a device explant procedure. The explanted linear leads were not returned due to facility policy.